Manufacturer narrative:
.

Event description:
It was reported that during a low anterior resection procedure, the stapler fired and the surgeon met much resistance. The anvil remained in the patient, when the device was removed. The surgeon had to cut the bowel open to remove the anvil. Two full sets of donuts were found in each stapler. The procedure was completed with another device of the same product code. No patient consequence.